Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion located in the mildly tortuous and moderately calcified left anterior descending coronary artery. After initial predilatation, during the second dilatation at 10 atmospheres, the trek rx balloon ruptured. There was no adverse patient effect or a clinically significant delay in the procedure. A xience sierra was deployed to complete the procedure. No additional information was provided.